Event description:
It was reported that a pump has an inoperable keypad. The customer stated that when the #7, #8 and #9 keys are pressed, the #1, #2, and #3 are displayed. It was also reported that this occurred during testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that when the row 5 keys (#7, #8 and #9) are selected, the row 3 keys (#1, #2 and #3) are entered. This was caused by a failed keypad and all other keys performed as expected. The failed keypad has been replaced.